Manufacturer narrative:
Additional information was received on december 16, 2022. An additional breast reconstruction of unspecified nature is scheduled for december 20, 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photo was completed by the failure analysis lab on january 23, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 25, 2023. The pathology report was provided. See b6 for results. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 24, 2023. An additional reconstructive surgery is planned for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced spontaneous left sided ruptured accompanied by palpable lumping and breast pain post procedure. Additionally, the patient experienced several unexplained systemic symptoms post procedure. The symptoms were described as painful and debilitating, however the exact nature of the symptoms was not specified. As a result, explant without replacement was performed on (B)(6) 2021. The left sided issues were reported initially under 1645337-2021-08284 on july 22, 2021. On september 15, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.